Event description:
It was reported that the pt was implanted with a sparc sling, date of implant not provided. Additional information provided indicates "sling eroded into urethra." The sling was subsequently removed, date of removal surgery not provided. No additional information was provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.